Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reiterated the previously reported issue that the patient programmer would change settings on its own. They stated it was stuck on program 2 and was uncomfortable. The patient liked being on program 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient initially stated when they went to set their device settings, the patient programmer would change settings on its own. They could only get two of the settings, and also mentioned that the stimulation changed levels on its own as well. The patient was walked through icons and how programs worked. They reported seeing they had to turn stimulation on in order to increase. Turning stimulation on and increasing was reviewed as well as longevity info on the ins and patient programmer battery level icon meaning. Sometimes the patient did not feel stimulation. It was recommended they set it at a level that was comfortable and in the bike seat area and just monitor symptoms and programmer settings to make sure there were no issues or changes. The patient left stimulation on program 1 at 1.6 volts at the end of the call and planned to monitor symptoms and programmer settings. They had a follow up healthcare provider appointment scheduled for february. The patient called back and reported that as soon as they ended their previous call, they stood up and stopped feeling stimulation sensation. They were not sure if it was the medicine they were taking, but it was working perfectly and then stopped. Stimulation sensation expectations were reviewed and it was recommended the patient focus on monitoring therapeutic effect rather than stimulation sensation and follow up with their physician if it did not resolve.